Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visual observation confirms anchors are broken transversely near the distal end confirming this complaint. No anomalies were observed on the threads. We cannot determine a root cause for this failure at this time. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed one (1) other complaint of any type for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device will be disposed through proper channels. UDI: (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The sales representative reported that the customer's healix anchor br 4.5mm with orthocord broke while being inserted into the bone hole during a rotator cuff procedure. The surgeon fully removed the first anchor and replaced it with another larger 5.5 mm anchor with no patient consequences or delay. The sales representative was present and verified the bone quality was average. He also verified that the surgeon used the 4.5 purple healix advance awl for the procedure. The sales representative confirmed he heard an audible crack when the first anchor broke. The device is coming back.